Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the front panel had cracked at catheter opening. Mild to moderate wear/scratches on cabinet top. A functional evaluation noted that the flex cable from catheter interface board to camera pcb was disconnected. Both cooling fans were inoperative. The light engine was disassembled. The catheter interface contacts and connector socket assembly were cleaned. The flex cable, cooling fans and cracked front panel were replaced. Light engine calibration was performed and a test was ran. An electrical safety test was performed and the unit passed all tests. The reported event was confirmed. The damaged components were replaced and cleaned, and the unit passed all tests. It is possible these conditions could be a result of reprocessing the unit over time. Based on all gathered information, the most probable root cause of this event complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the endoscope image was not shown on the screen when the spyscope ds ii was plugged into the controller. The nurse tried to plug in another spyscope ds ii; however, it did not work as well. The procedure was not completed due this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the endoscope image was not shown on the screen when the spyscope ds ii was plugged into the controller. The nurse tried to plug in another spyscope ds ii; however, it did not work as well. The procedure was not completed due this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.